Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, in the middle of the hepatectomy procedure, the surgeon reports that the fenestrated bipolar forceps (fbf) were no longer following the console commands, and several steel wires were loose from the instrument. It was then replaced with another instrument to continue the surgical procedure. The procedure was completed with no reported injury.